Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for an unrelated event. Upon interrogation the pulse generator exhibited inappropriate magnet response. The device remained implanted.